Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The day after the event onset, the patient was hospitalized for peritonitis. On an unreported date in the same month, the patient started treatment with injection reflin 250 mg (route, frequency, and duration not reported) and intraperitoneal amikacin 100 mg in each bag with 4 exchanges per day (duration not reported) for peritonitis. Action taken with dianeal and extraneal therapies were not reported. At the time of this report, the patient is recovering. No additional information is available.